Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing, inadequate analyzer incubator cleaning, or an unexpected vitros 5600 analyzer performance had contributed to the event could not be ruled out. The investigation determined that there was indication of an unexpected reagent performance.

Event description:
A customer obtained a nonreproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros 5600 integrated system. Patient sample: 1.935 ng/ml vs expected result < 0.012 ng/ml a biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory; however, there was no allegation of patient harm as a result of this event. (B)(4).